Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 3/9/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 190-230 mg/dl. The customer feels well and did/ did not report symptoms at initial time of the call. Medical attention is reported. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is (B)(6) 2017 (expired). The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called back and claimed on (B)(6) 2018 customer changed the battery on the meter because he had a low battery and then the meter read 565 mg/dl fasting. Customers meter also read hi. Customer went to the ER 15 minutes later and the ER read his blood sugar at 364 mg/dl fasting. Customer felt a little blurry vision. Customer had an EKG, an xray, and was also placed on 2 IV bags. Customer was diagnosed with hyperglycemia. Customers test strips were expired. Educated customer on open vial expiration date. Customer did not have any other test strips.